Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. B3: date of event - estimated as the aware date as the date of event is unknown.

Event description:
It was reported that air ingress occurred. During a pulsed filed ablation to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion and aspiration of the sheath, air bubbles were detected in the sheath. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath is expected to return for analysis.

Event description:
It was reported that air ingress occurred. During a pulsed filed ablation to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion and aspiration of the sheath, air bubbles were detected in the sheath. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. The reported event was confirmed via analysis. B3: date of event - estimated as the aware date as the date of event is unknown.